Manufacturer narrative:
The device was not returned to the service hub, therefore, visual inspection and functional testing was not performed. A review of the device 12-month service history was performed and no similar event was indicated. No event history was received from the customer. Received one (1) used list# ch-14, chemoclave® vented bag spike; lot# 14137791.the clave was observed to be bent on the spike.

Event description:
The complaint involved a plum 360. It was reported that there was an unexpected shutdown while infusing. It was found that the unit was used on battery power and had an uncontrolled shutdown due to the device not being plugged in. There was patient involvement and no adverse event.

Manufacturer narrative:
Corrected information can be found in: -d7a - single use device -d8 - was device serviced by third party? Yes, agiliti performed testing on the device and it failed. -section e, throughout. -g2 - report source -h11 - additional mfg narrative: gcm reported a complaint from the customer stating, that "the pump failed while infusing." Visual and functional testing: the device was not returned to the service hub, therefore, visual inspection and functional testing was not performed. Review of 12-month service history and event history/alarm logs: a review of the device 12-month service history was performed and no similar event was indicated. No event history was received from the customer, a review of the event history / alarm logs could not be performed; therefore, the reported complaint could not be replicated or confirmed. H6: type of investigation.